Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation and a hematoma occurred. The procedure was cancelled. A versacross connect laac was selected for concomitant left atrial appendage closure (laac) procedure. When attempt was made for transseptal puncture using the versacross connect for faradrive, only a small tent on the dilator was noted which was enough for transseptal puncture as per the physician. Even with the small tent, the physician decided to apply rf energy and cross from right atrium into the left atrium. The wire was advanced, however, intracardiac echocardiography (ice) and fluoro showed that it did not cross into the left atrium. Thus the versacross connect and the faradrive were removed and more curve was added to the dilator and transseptal puncture was successful. A pulmonary vein isolation and pwi was successfully performed with pre and post mapping. Once the transesophageal echocardiogram (tee) was turned on for watchman preparation, a hematoma was noted beside the aorta and tee showed flow into this area. After observation and discussion with peers, heparin was reversed and the patient was sent for a CT scan. The watchman was not performed. After the CT scan, a surgery was performed. The hemotoma was found and removed. However the lumen into the hemotoma seemed to have sealed off and could not be identified for repair. Heparin was reversed and patient was sent for CT scan once discussed with other physician. Thus a watchman procedure was not started. Perforation was noted epicardial beside ncc, tracking down towards left ventricular outflow tract (lvot). No pericardial effusion was noted. Nothing obvious was noted, ice quality seemed to be a little subpar and there did not seem to be enough reach from the catheter. It was mentioned that only the wire created a lumen for flow to cause the hematoma, no issue with the dilator. The patient was hospitalized and later was discharged. The device is not expected to be return as it was disposed. According to the physician, versacross wire did not go straight across the intraatrial septum and instead entered space between the right atrium and aorta, which had flow into it when the wire was removed, causing a hematoma.